Manufacturer narrative:
The hbsag g2 reagent expiration date was not provided. The reported event occurred on a cobas e411 disk analyzer (serial number: (B)(6)). The investigation determined that the elecsys hbsag ii assay performed within specifications. A review of the calibration data for reagent lot 767191 confirmed that the results were within expected ranges. The issue was resolved after the replacement of pinch tubes. False positive results can occur, as noted in the specificity claim of the method sheet. No additional maintenance or pre-analytical information was provided to further assess the analyzer's status. The customer was advised to follow the instructions for use (IFU), including retesting initially reactive or borderline samples in duplicate and confirming reactive results using the elecsys hbsag confirmatory test.

Event description:
The initial reporter alleged they received discrepant results with the hbsag g2 elecsys cobas e 100 v2 assay on the cobas e411 disk analyzer. On (B)(6) 2024 at 19:54, the sample generated a reactive result of 5.79 coi (positive). A duplicate rerun of the same sample on (B)(6) 2024 at 19:59 generated a non-reactive result of 0.427 coi (negative).